Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime/a33 test due to loose drive support disk and partial broken reservoir tube lip. No failed battery test alarm noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin was squirting out during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer stated that the insulin pump had failed battery alarm. The customer also reported that the reservoir ring was crack and reservoir was able to lock in place. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.